Event description:
Sorin group received a report that the s5 roller pump touch screen was found cracked during a preventative maintenance visit. There was no patient involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the s5 roller pump touch screen was found cracked during a preventative maintenance visit. The sorin service representative replaced the cracked touch screen and all functional testing showed no issues. Since this action, no further issues were reported. No further investigation is required. No trend increase has been identified. No nonconformities were noted during the device history record review regarding this issue. The issue will be monitored for trends and if identified, corrections will be recommended.

Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the s5 roller pump touch screen was found cracked during a preventative maintenance visit. There was no patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete. See scanned page.